Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a minimum fill notification occurred after filling a cartridge with 300 units of insulin. In addition, it was reported that the insulin gauge displayed an inaccurate fill estimate of 90 units after the delivery of approximately 10 units. Blood glucose level ranged from 125-230 (mg/dl). Reportedly, the customer reloaded the cartridge successfully and received an accurate fill estimate.